Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.